Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, they noted the recent change to the gas outlet port on the oxygenator. The product was not changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation. Terumo did confirm that the new style gas outlet port was designed to allow perfusionist the option of attaching a line to port. (B)(4).